Event description:
Boston scientific crm rec'd info that this cardiac resynchronization therapy defibrillator (crt-d) pt has reportedly been back in clinic three times for a cleaning and draining of the pocket, due to an infection. Current records indicate that the system remains implanted and in service. This event will be updated if any add'l info becomes available.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.